Event description:
The customer called to report a frozen display on her insulin pump. The customer was attempting to use the insulin pump while she waited for supplies for her current insulin pump. Advised the customer to remove the batteries for two to eight hours to allow for the possible static to drain from the insulin pump. Advised the customer to revert to a back up plan of manual injections if the troubleshooting does not solve the issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.